Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery tests due to the prime anomaly. Programmed basals and boluses delivered and recorded properly during testing. No daily total, basal or bolus anomaly was observed. A scratched display window, scratched case and cracked battery tube threads were also noted.

Event description:
It was reported that there was a difference between the basal rates programmed in the insulin pump and the quantity delivered. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.